Event description:
The lead wa explanted due to noise.

Manufacturer narrative:
The field experience of noise was confirmed. As received, the lead was returned in two pieces. Visual inspection found insulation abrasion at 13.3cm from connector pin. The efte insulation of the proximal coil was damaged at the same area. This could cause the noise problem. The damage found is consistent with the lead friction to ICD can.